Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing reference number: 2938836-2017-33716. During a follow-up, the right ventricular (rv) and right atrial (ra) leads were noted to be dislodged due to twiddler's syndrome. Both the ra and rv channels had loss of capture and loss of sensing. The leads were repositioned to resolve the event and the patient was in stable condition.